Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient was admitted to the hospital with a diagnosis of dka; her blood glucose level was 672 mg/dl. The patient was treated intravenously with insulin and fluids. Upon admission, an infusion site change was done, and the cannula was found to be bent, which can contribute to under-infusion of insulin. Troubleshooting revealed that there were no issues with the infusion site, and all pump settings, programming and date/time settings were correct. It was also determined that the patient and her husband were not properly priming the tubing when the insulin cartridge was changed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not properly priming the tubing and having a bent cannula. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia and was admitted to the hospital in dka while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: information from the reported event date of (B)(6) 2012 is overwritten in the black box, no activity outside of normal use is observed. The total daily dose adds up and equals the programmed basal target. The pump powers on and displays verify screen. The unit was primed and exercised for 24 hours and no delivery interruption occurred during the duration test. Force sensor circuit is reading the correct calibration. The unit passed a delivery accuracy test. The device performs within specifications. Unrelated to the case, the ok symbol was found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.